Event description:
(B)(4) - "this is the complaint from the market. Please refer to complaint sheet for investigation." "During the surgery, a piece of gum dropped into the pt's body. However, it was retrieved from inside the pt's body. Also, the pt was not injured. The customer commented that the needle was caught in the product in question while the customer was suturing inside the pt's body with a needle. The customer used the following products: aesculap: (B)(4); mc medical (B)(4); storx: (B)(4). (B)(4) checked the duckbill septum. As a result, we found that the septum was broken. We would like to know the following points. Why was the septum broken?; which of these products seems to have caused the broken septum?"

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.